Event description:
Left knee effusion [joint effusion]. Case description: spontaneous report received on (B)(4) 2010 from a physician, via a sales rep, regarding a (B)(6) female pt, initials unk. The pt had a history of osteoarthritis of the left knee. The pt received a synvisc one injection in the left knee on (B)(6) 2010. The reported synvisc one lot number was r1013. Twenty four hours after the injection, the pt developed a left knee effusion which was aspirated by the physician followed by a steroid injection into the left knee. The fluid was analyzed and no crystals were seen and the fluid white blood cells were 2520. As of the date of receipt of this report, the pt's outcome was unk. Manufacturer's comment: the benefit-risk relationship of synvisc one is not affected by this report.